Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that the caller reported the lead came through the skin during stage 2 implant. The distal part of the lead wire was exposed. The caller reported that they were able to put the lead into the extension. Impedances were tested on the lead and confirmed to be ok. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the lead did not go through the skin. When exposing the boot/lead connection during the stage 2 procedure, the hcp pulled the distal end of the boot and caused tension on the electrodes. When the boot was removed from the lead, contact 0 was stretched from the other contacts and a small wire was visible through the rubber nub at the bottom of the lead. It was difficult to get into the extension but once the lead passed through the entry of the extension the lead was able to be seated correctly. Intra-op impedances were taken and no out of range values were seen.